Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported an off no power alarm without any low battery alarms. Customer also reported a blank screen on the insulin pump. The blank display was noted to return after a battery change. Customer also received a battery out limit. Customer's current blood glucose reading is 143 mg/dl. No further information reported.